Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.75mm x 15mm nc emerge® balloon catheter was advanced for predilation. However upon the initial inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.